Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The samples were received for evaluation on 04/15/2011. Two companion samples were received for evaluation. The samples were submitted for functional and underwater leak testing and no abnormalities were observed. The reported condition was not confirmed and the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) an air vented set with welded chamber w/200u filter in which a leak occurred during transfusion. According to the report, the leakage was observed at the level of the filter. The condition occurred during patient use. There was no patient injury or medical intervention associated with the event. No additional information is available.